Event description:
The estate of pt alleges that pt unknowingly developed a life-threatening sensivitity to latex. The estate further alleges that as a result of the allergy, pt died due to anaphylactic shock as a result of exposure to latex gloves.